Event description:
On 06/09/2008, the pt reported that 5 days ago, his blood glucose elevated to 479 mg/dl and he felt dizzy and nauseated. His physician advised him to change his infusion site and he found that the cannula was separated from the housing. The infusion site had been in use for 2 days. He inserted a new infusion site and administered 2 injections of insulin totaling 80 units. Within 7 hours his blood glucose had returned to normal (80-120 mg/dl). He reported that at 11:30 am his blood glucose elevated to 207 mg/dl and he bolused to lower his readings to 163 mg/dl. Upon follow up on a week after the original date, the pt reported that his blood glucose had returned to normal and he had no further concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged infusion site and did not have the lot/expiration info. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.